Manufacturer narrative:
An investigation into the reported event is on-going at this time. A supplemental report will be submitted when the investigation results are available.

Event description:
The device was returned to cme america for a complaint, during the investigation and evaluation of the device, a new issue was discovered that was unrelated to the original complaint issue, there was no patient involvement. This issue resulted in a motor rotation detection system error (mrdse). Cme america is conducting an investigation into the cause of this mdrse.

Manufacturer narrative:
A cme america engineer analyzed this complaint device and confirmed the intermittent error 1 issue would result in a motor rotation detection system error (mrdse). Further investigation (bench testing) of this device discovered the error 1 alarm could occur if the bottom or back of the device was exposed to intense direct sunlight during infusion. If the front, sides or top of the device were exposed to direct sunlight, no error would occur. Performed testing on the motor pcb, and found motor pcb to be operating to specifications. Checked external housings for irregularities or gaps that would allow outside light penetration, housings found to be within specification as well.

Event description:
The device was returned to cme america for a complaint, during the investigation and evaluation of the device at cme america, a new issue of an error 1 was discovered. This new issue resulted in a motor rotation detection system error (mrdse).